Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective sample transfer assembly. The fse replaced the sample transfer assembly to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for multiple chemistries on their au681-10e, chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no effect to patient treatment, and no adverse event was reported in association with this event. Quality control was within the laboratory¿s established ranges prior to event.